Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-02059. Reference MFR. Report#: 3006705815-2019-00485. It was reported that the patient experienced inadequate relief with the scs system. As a result, the scs system was explanted.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2019-02059. Reference MFR. Report#: 3006705815-2019-00485.